Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a blood loss at insertion site and removed the infusion set immediately. The customer's blood glucose was 600 mg/dl which they treated with insulin injection. The customer stated that they did not feel well enough to troubleshoot. The customer stated that the sensor was getting inaccurate at the end of sensors life. The customer stated that the insulin pump rejected new battery. Customer was advised the infusion set will be replaced. No product is expected to return for analysis.